Event description:
It was reported that the safety hook did not engage the safety bar and the cot dropped to the ground with a patient on the cot. The patient received a minor laceration to the head as a result of the incident. It was reported that the patient injury required bandaging. There was patient involvement; however, no clinically relevant delay in treatment was reported.

Manufacturer narrative:
Technician could not duplicate alleged event. Technician replaced headsection due to wear condition on the headsection.